Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was consumed helium too quickly when it is in use . No harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site) , g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Getinge field service engineer (fse) evaluated the unit and found that the helium bottle valve switch was not open. The valve switch in front of the helium cylinder, after opening, the gas in the helium cylinder can enter the internal equipment system. The customer did not open this valve switch, so after the helium in the system was consumed, it was not replenished, and the customer mistakenly believed that the helium was consumed too quickly. After opening it, the helium volume was normal. The device passed all factory specified performance and safety indicator tests. The device had been delivered to the customer and can be used clinically. Remind the customer to use the device in a standardized manner.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).